Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Evaluation: unopened samples of product were received for analysis. During the visual inspection of two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand with no defects, damage or suture breakage observed. A functional test was performed and force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no suture breakage was found and the tested samples met the finished goods requirements.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in (B)(6) of 2020. It was reported that during surgery, the suture snapped while tying. There were no adverse patient consequences reported.